Event description:
During a routine hemodialvis treatment, a pt blood loss of approximately 225cc occurred. This event was not associated with a device malfunction or serious injury and is being reported solely to comply with the FDA's blood loss policy. Clinical staff reported that a venous air alarm occurred as a result of air introduced into the extracorporeal blood circuit when the nurse administration IV iron through the administration line. Troubleshooting attempts to manually remove the air were unsuccessful. It was determined that the extracorporeal blood circuit was clotted, treament was terminated, and the disposable cartridge/filter were discarded. Blood loss estimated at approximately 225cc. No medical intervention was required.